Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a device upgrade follow-up exam, an alert for charge time limit reached was observed. The episodes were cleared. The device was explanted and replaced as planned. The patient received no complications from the procedure.

Manufacturer narrative:
The reported field event of extended charge times was confirmed in the laboratory. Review of the device image noted several hv charges on (B)(4) 2015 at the time of the charge timeouts. The cause of the extended charge time was due to a large number of high voltage charges within a brief period of time.